Event description:
Hcp reports pt had first instance of overdose in march, 2002 when pt was not arousable and was brought to ER per ambulance. At that time the pt was on 335mcg bolus per day and was reduced to 100mcg per day plus oral baclofen. The last episode occurred in august and the pt became extremely flaccid and lethargic. The pump was stopped and pt returned to baseline within 24hrs. There has been no volume discrepancy or problems found with the dye study. Events are not associated with refills or programming changes. Pump remains implanted and saline is infusing in the device. Pt has had good response to the therapy other than these 2 episodes. Decision has not been made re explant or replacement of the device.